Manufacturer narrative:
Correction: conclusion code corrected from design deficiency to inconclusive-investigation in progress. Most probable root caused corrected from - the most probable root cause of the reported difficulty is a design constraint of the product. To the most probable root cause of the open hole at the sheath lap joint is undeterminable. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that lost image occurred. The (B)(4) stenosed target lesion was located in a severely tortuous and moderately calcified distal left circumflex (cx) artery. During percutaneous coronary intervention (pci), an opticross(tm) imaging catheter was used to visualize the target lesion. However, lost image occurred during pullback. The procedure was completed with another of the same opticross(tm) imaging catheter. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the sheath lap joint section.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed damage and open hole in the lap joint. Damages of the telescope markers were observed. Impedance testing shows an electrical open at proximal wave form. Water leaked from the lap joint during flushing the catheter. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section and the sheath section of the device. Windup were encountered in the single heat shrink area and the non-heat shrink area of the telescope and the sheath. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on analysis completed on 28apr2016. It was reported that lost image occurred. The 85% stenosed target lesion was located in a severely tortuous and moderately calcified distal left circumflex (cx) artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to visualize the target lesion. However, lost image occurred during pullback. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the sheath lap joint section.